Event description:
It was reported that the intra-aortic balloon (iab) "burst during implantation". Device was used for counterpulsation. Updated info on 08/07/2007 stated that a stent implantation was performed approx two months earlier. On five days later, pt complained of chest pain & had symptoms & signs of cardiogenic shock. An angiography revealed occlusion of right coronary artery. A sheath was inserted via right femoral artery & iab was inserted under angio-fluoro-scopy problem free. Pump was switched on & after 4-to 5 cycles blood was found in helium tubing. Iab was removed & another iab was inserted through previous sheath. Iab worked without problems until pt passed away two days later. Pt's death is not related to iab. A follow-up report will be filed if more info becomes available.